Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had one successfully treated ventricular tachycardia (vt) episode followed by six unsuccessful ventricular fibrillation (vf) therapies at which time the patient died. It was reported that the patient was recently implanted with a new implantable cardioverter defibrillator (ICD) and leads with gradually failing health following the system replacement. It was reported that the device caused or contributed to the death of the patient. It was noted that the device worked appropriately as programmed but was unsuccessful at converting vf.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.